Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer alleged that he obtained blood glucose readings of 700 mg/dl and 70 mg/dl with the contour next link 2.4 meter. The contour next link 2.4 meter has the highest measurement range of 600 mg/dl. The readings above 600 mg/dl will be displayed as hi readings in the meter. The customer stated that he was hospitalized because he experienced hypoglycemia. However, the customer was treated with antibiotics and continuous insulin drip in the hospital which is a treatment for hyperglycemia. The blood glucose test performed in the hospital produced a reading of 110 mg/dl. No further event details were provided. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter with serial # (B)(6) and no manufacturing anomalies were found.